Event description:
Customer reported receiving an error-4 message upon strip insertion. While assisting the customer it was discovered the uom on their locked freestyle flash meter had changed. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the fa16may2006 letter.